Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold and high impedance. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.